Event description:
It was reported that during a lap roux-en-y, the device would not coagulate tissue properly. No information about the case or the patient was provided. There were no patient consequences reported. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.